Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture, baker grade IV, use error.

Event description:
Healthcare professional reported, left side capsular contracture, baker grade IV. And "patient previously, had left capsular contracture, baker grade I. And another unknown, physician removed the implants and the capsules. And put back in the same implants". The device remains implanted.